Event description:
Angiograph results showed 85% stenosis in the middle of rca, the lesion was calcified and tortuous. The physician was attempting to implant an endeavor resolute rx drug eluting stent . The device was inspected prior to use with no issues noted. The lesion was predilated however during the surgery, the endeavor resolute stent could not pass the lesion due to calcification and tortuosity. The physician removed the device and changed other brand of device to complete the surgery the device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the hypotube was kinked 42.5cm and 94.5cm distal to the strain relief. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 6th and 7th distal segments were misaligned with slightly raised struts, the 12th and 13th distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation codes: results: inherent risk of procedure (failure to deliver the stent and stent deformation) patient condition affected effectiveness of the device (lesion was calcified and tortuous, 85% stenosis ) deformation problem evaluation codes: conclusion: 22 known inherent risk of procedure (failure to deliver the stent and stent deformation) device failure related to patient condition (lesion was calcified and tortuous, 85% stenosis) (B)(4).